Manufacturer narrative:
Batch review performed on 26 april 2021: lot 160758: 44 items manufactured and released on 20-may-2016. Expiration date: 2021-05-03. No anomalies found related to the problem. To date, 36 items of the same lot have been already sold without any other similar reported event since 2017.

Event description:
The patient came in reporting pain. Post-op x-rays indicated that aseptic loosening of the stem had occurred. The surgeon revised the stem, head, and liner 4 years and 5 months after primary. The surgery was completed successfully.